Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient's husband reported that the patient had a cut to the outside of the stoma that resulted in bleeding. He felt that the wafer size was too small, and as she sat frequently, the wafer was cutting into her stoma causing bleeding. He advised that at each instance of bleeding, the end user removed the wafer, placed pressure to the stoma and the bleeding stopped without additional interventions. He quantified the bleeding to be approximately between a teaspoon and a tablespoon at each episode. Her usual wear time was 3-4 days. Her stoma measured approximately 45-50 mm and was round in shape. The stoma protruded about 7-13 mm, was located on her lower left quadrant and her abdomen was round. No photo is available at this time.